Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ foreign material on implant: observed a silicone particle on the device through visual inspection. No further actions are required as it is within specification. None of the other observations performed during the device analysis deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported through sales representative "implant with a flaw". Later healthcare professional reported "surface defect". Device was not implanted. Device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: implant with a flaw, surface defect.

Event description:
Healthcare professional reported through sales representative "implant with a flaw". Later healthcare professional reported "surface defect". Device was not implanted. Device will be returned.